Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: the pump is "out of box." The black box shows pump was never programmed and no basal deliveries were made. The black box does show evidence of unexplained pump reboot events on the day of the complaint date. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications and the battery compartment was intact. There was no evidence of contamination inside the battery compartment. A 24 hour basal program was run with returned battery cap. There was no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside pump. A "no power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.